Event description:
Account experiencing discrepant calcium results for approx three months. Only the following two examples were provided: pt 1, initial result gave 6.9 mg/dl; repeat gave 9.8 mg/dl. Pt 2, initial result gave 10.4 mg/dl; repeat gave 9.4 mg/dl. Erroneous results were not reported. The field svc rep determined the cause for the discrepant results to be due to a misadjusted r2 arm, and readjusted r2 arm, r1 rinse well and rinse volume. Performance tests were performed and within specification.